Event description:
Patient was having a revascularization of the left upper extremity via a left brachial to distal radial bypass. The catheter broke off inside the patient's arm and the surgeon had to harvest a vein from the patient's leg to bypass the blocked artery. Dates of use: 2009. Diagnosis or reason for use: embolectomy.